Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using a prostar xl device via a 9f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, one prostar xl needle came back into the hub, but was not straight. The needle back down procedure was performed but one prostar xl needle did not back down. One needle had to be surgically cut to remove the prostar xl device. Hemostasis was achieved surgically. The patient reported pain and recovery was prolonged. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles and entrapment could not be replicated in a testing environment as it was based on procedure circumstances. The reported retraction problem (needle backdown) could not be replicated in a testing environment based on the returned device condition. In this case, it is likely that interaction with the calcification contributed to the reported failure to deploy the needles. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was provided: the prolonged recovery resulted in hospitalization for two days.